Manufacturer narrative:
Ous MDR.

Manufacturer narrative:
Upon receipt, the ICD interrogation revealed the battery status eri. There were 288 charging cycles documented. The ICD was visually inspected. The visual inspection revealed traces of lead abrasion on the ICD housing. The memory content of the ICD was inspected. The analysis of the available iegms showed, that this large amount of charging cycles was caused due to the detection of noise in the right ventricular channel. Hence a sensing test was performed, and the device sensed the attached heart signals free of noise. The eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock, however the charging was aborted, indicating a depleted battery. The ICD was implanted for 39 months, 288 charging cycles were documented in the icds memory. The amount of charge taken from the battery was verified. Taking the large number of charging cycles into consideration, the battery condition was found to be anticipated. In summary, the analysis of the ICD revealed traces of lead abrasion on the ICD housing and that the large number of charging cycles was caused due to the detection of noise in the ventricular channel, which is consistent with the clinical observation as well as the outcome of the lead analysis. The ICD proved to be fully functional during analysis. Especially, the sensing functions of the ICD were flawless. The analysis of the lead as well as the ICD did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 39 months, oversensing with inappropriate shocks was reported. No other adverse pt side effects have been reported. The devices were explanted.